Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual inspection found holes in liner which were determined to be placed by the surgeon for unknown reason. A trial was carried out inserting the liner into a shell on the bench. The liner went in with one hit from a mallet. The conclusion is that although the liner has one dimension deviating from tolerance, it is very likely that the sterilization method used could have deformed it. All other dimensions are within drawing specification, therefore the part conformed to drawing. This is confirmed with a trial assembly of the liner into a shell. Review of mhr and complaint history did not identify any deviations or trends. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.: ¿the surgeon is to be thoroughly familiar with the implants, instruments and surgical techniques prior to performing surgery. Following review, no new risks were identified. (B)(4).

Event description:
It was reported patient was undergoing total hip arthroplasty on july 21, 2014 on an unknown side. During the surgery, the surgeon was not able to completely sit the liners flush with the cup. The surgeon used a smaller (32mm) liner to complete the procedure. Attempts to obtain additional information have been unsuccessful.